Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small bowel resection, lysis of adhesions and recurrence. Treatment provided for these conditions include removal surgery.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1, g1, h4, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, gallstones, pain, nausea, vomiting, acute cholecystitis, piece of mesh, mesh eroded into small bowel, serosal tears, small-bowel fistula, infection, inflammation, adhesions, obstructions, bleeding, need for wearing stomach support, no stomach muscles, discomfort. Post-operative patient treatment included mesh removal, ultrasound, small bowel resection, cholecystectomy, lysis of adhesions, bilateral component separation, myofascial cutaneous release, hernia repair with new mesh, medication, and recurrence repair.

Manufacturer narrative:
Additional info: a5b, b5, b7, g1, h6 removed ime e2402: gallstones, & removed additional code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, pain, nausea, vomiting, acute cholecystitis, mesh eroded into small bowel, serosal tears, small-bowel fistula, infection, inflammation, adhesions, obstructions, bleeding, no stomach muscles, discomfort. Post-operative patient treatment included mesh revision, mesh removal, small bowel resection, cholecystectomy, lysis of adhesions, bilateral component separation, myofascial cutaneous release, hernia repair with new mesh, medication, need for wearing stomach support, and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, gallstones, pain, nausea, vomiting, acute cholecystitis, piece of mesh, mesh eroded into small bowel, serosal tears, and small-bowel fistula. Post-operative patient treatment included small bowel resection, cholecystectomy, lysis of adhesions, bilateral component separation, myofascial cutaneous release, and recurrence repair.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after the implant, the patient experienced adhesions and recurrence. Post-operative patient treatment included small bowel resection, lysis of adhesions and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.